Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Performed bayonet bond investigation and found leadscrew and dose knob rotating together due to broken bayonet bond. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Inpen passed front cap investigation. In conclusion: broken bayonet bond can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly was confirmed. Unable to confirm or test for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly, and leadscrew anomaly. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia which did not require treatment. The customer reported the insulin was not coming out from the inpen device. The event involved product(s) mmt-105elpkna. The customer reported an inpen screw movement issue. Identified inpen screw pulled back into the inpen while dialing and the customer did not touch/twist the injection/dose button or the customer changed the cartridge but was not successful in priming inpen. The inpen replacement required. The customer reported high bgs. No further patient complications were reported. Mmt-105elpkna was requested and the device was returned for analysis.